Manufacturer narrative:
(B)(4). There are many factors that could result in the need to explant a bioprosthetic valve, the most common of which is regurgitation. This complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors. It is typically not related to product malfunction. In this case the surgeon reported that after 4 years, 10 months, and 28 days this device was explanted due to central regurgitation and perivalvular leak. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur due to a number of reasons, including technique and patient related factors. This device was not returned to edwards for analysis as it was discarded at the hospital. The clinical statements cannot be confirmed and the root cause for pvl of this device remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 23mm bioprosthetic aortic valve, implanted four (4) years, ten (10) months, and twenty-eight (28) days, was explanted due to moderately severe central aortic insufficiency. Per patient records, mild to moderate perivalvular leak was noted in the area of the right coronary sinus. The explanted device was replaced with a 23mm bioprosthetic valve and there were no reported complications. The patient had an uneventful post-operative course and was discharged on post-operative day 11.